Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the water leak, and ticking sound which led to the procedure being aborted, is confirmed. The laser stopped firing event was due to the fiber reaching the end of usage. During servicing of the console by the fse, the resonator and the top cover were replaced. Per field service report, the reservoir was found to be over filled. The system was releasing the excess water through the over flow valve. The water leaked out of the console contributing to the ticking sound reported. The ticking noise, was most likely the sound of the over flow valve opening and closing. A review of the console manufacturing record confirmed that the console met specification prior to release, and the console last service confirmed that it was fully functional without issues. Per the event, despite the procedure being cancelled while the patient was under sedation, there were no patient clinical consequences. The ticking sound and water leak event are unlikely to directly cause or contribute to patient harm if these were to reoccur. According to the IFU, "make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." The cause that contributed to the reported event was due to overfill of the reservoir. Device history review: the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history record review was completed. The system was last serviced on 01dec2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis this console was not returned for analysis to our post market quality assurance laboratory. However, the console was serviced at the facility by a field service engineer (fse). Upon visual inspection, the fse found that there was a water leak due to overfilling of the system and it was releasing pressure via the overflow valve. Fse suspected the laser stopped firing due to the fiber reaching the end of usage. In addition, the resonator and top cover were replaced. Post replacement of the two parts, the unit worked fine. The console was calibrated passing all functional testing. Labeling review: the device instructions for use (IFU) was reviewed. The greenlight xps system operator's manual, under instructions how to refill coolant states: 1. Turn the circuit breaker off and unplug the laser. 2. Remove the reservoir cap in the rear of the laser. 3. Pour water into the filler reservoir until its level stops falling. Fill the reservoir to just above the half way point, stop, and repeat until the level stops falling. 4. Plug system in, turn on circuit breaker, and turn the laser key switch to on. 5. Make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir. Investigation conclusion: based on the investigation results, a conclusion code of failure to follow instructions was assigned to this investigation. The cause that contributed to the reported event was due to overfill of the reservoir.

Event description:
It was reported that during preparation of a photoselective vaporization procedure of the prostate, the water leak was observed after filling the reservoir. There was a ticking sound coming from the console and the console stopped working during the procedure. A second fiber was connected; however the issue was not resolved. The patient was under general anesthesia and the procedure was aborted. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary with the available information bsc concluded that the ticking sound and console stopped working which led to the procedure being aborted, is confirmed. During servicing of the console, the resonator and the top cover were replaced. The event was most likely due to resonator and top cover issues because after replacement of the two parts the console worked fine. The console manufacturing record review confirmed that the console met specification prior to release, and the console last service confirmed that it was fully functional without issues. Per the event, despite the procedure being cancelled while the patient was under sedation, there were no patient clinical consequences. The ticking sound and console stopped working event are unlikely to directly cause or contribute to patient harm if these were to reoccur. The identified water leak was due to overfilling of the system. According to the IFU, "make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." Device history review the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history record review was completed. The system was last serviced on 16dec2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis this console was not returned for analysis to our post market quality assurance laboratory; therefore, technical analysis of the console and/or parts could not be performed. However, the console was serviced at the facility by a field service engineer (fse). Upon visual inspection, the fse found that there was a water leak due to overfilling of the system and it was releasing pressure via the overflow. In addition, the resonator and top cover were replaced. Post replacement of the two parts, the unit worked fine. The console was calibrated passing all functional testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the operators manual. In addition, a review of the greenlight IFU (instructions for use) manual warns the user to not over-fill the reservoir. "Make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." Investigation conclusion: based on the investigation of the console a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of a photoselective vaporization procedure of the prostate, the water leak was observed after filling the reservoir. There was a ticking sound coming from the console and the console stopped working during the procedure. A second fiber was connected; however the issue was not resolved. The patient was under general anesthesia and the procedure was aborted. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the water leak, and ticking sound which led to the procedure being aborted, is confirmed based on the service report information. The laser stopped firing event was due to the fiber reaching the end of usage. During servicing of the console by the field service engineer, the resonator and the top cover were replaced. Per field service report, the reservoir was found to be over filled. The system was releasing the excess water through the over flow valve. The water leaked out of the console contributing to the ticking sound reported. The ticking noise, was most likely the sound of the over flow valve opening and closing. The replaced chiller was received for analysis and there were no physical or functional issues identified with the chiller. A review of the console manufacturing record confirmed that the console met specification prior to release, and the console last service confirmed that it was fully functional without issues. Per the event, despite the procedure being cancelled while the patient was under sedation, there were no patient clinical consequences. The ticking sound and water leak event are unlikely to directly cause or contribute to patient harm if these were to reoccur. According to the IFU, "make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." The cause that contributed to the reported event was due to overfill of the reservoir. Device history review: the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history record review was completed. The system was last serviced on (B)(6) 2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis this console was not returned for analysis to our post market quality assurance laboratory. However, the console was serviced at the facility by a field service engineer (fse). Upon visual inspection, the fse found that there was a water leak due to overfilling of the system and it was releasing pressure via the overflow valve. Fse suspected the laser stopped firing due to the fiber reaching the end of usage. In addition, the resonator and top cover were replaced. Post replacement of the two parts, the unit worked fine. The console was calibrated passing all functional testing. The replaced chiller was received for analysis. It was visibly inspected. It was in overall good physical condition and there were no leaks detected. The chiller passed all functional testing. Labeling review: the device instructions for use (IFU) was reviewed. The greenlight xps system operator's manual, under instructions how to refill coolant states: turn the circuit breaker off and unplug the laser. Remove the reservoir cap in the rear of the laser. Pour water into the filler reservoir until its level stops falling. Fill the reservoir to just above the half way point, stop, and repeat until the level stops falling. Plug system in, turn on circuit breaker, and turn the laser key switch to on. Make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir. Investigation conclusion: based on the investigation results, a conclusion code of failure to follow instructions was assigned to this investigation. The cause that contributed to the reported event was due to overfill of the reservoir.

Event description:
It was reported that during preparation of a photoselective vaporization procedure of the prostate, the water leak was observed after filling the reservoir. There was a ticking sound coming from the console and the console stopped working during the procedure. A second fiber was connected; however the issue was not resolved. The patient was under general anesthesia and the procedure was aborted. There were no clinical consequences to the patient.

Event description:
It was reported that during preparation of a photoselective vaporization procedure of the prostate, the water leak was observed after filling the reservoir. There was a ticking sound coming from the console and the console stopped working during the procedure. A second fiber was connected; however the issue was not resolved. The patient was under general anesthesia and the procedure was aborted. There were no clinical consequences to the patient.